Event description:
It was reported that a patient underwent a surgical procedure on the eye lid on (B)(6) 2011 and suture was used. The sutured area dehisced and the patient was resutured. The doctor opines it is suture related. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.